Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 at 08:00am she obtained a result of "138mg/dl" on the subject meter. The patient manages her diabetes with oral medication and diet and has been exercising for three years. The patient reported that on (B)(6) 2015 at 10:00am she developed symptoms of "dizzy and sweating" however denied receiving any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and that the test strips had not expired. The patient was sent replacement products. This complaint is being reported as the patient suffered symptoms suggestive of a serious hypoglycemic event after the alleged issue occurred.